Event description:
A hospital in (B)(6) reported that the heater wire adaptor could not be connected to the rt324 infant breathing circuit. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported that the heater wire adaptor could not be connected to the rt324 infant breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt324 breathing circuit is en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt324 breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The breathing circuit was performance tested and visually inspected. Results: full insertion of the inspiratory heater wire adaptor was not achieved. One of the inspiratory heater wire pin was found to be bent inward. A lot check was not performed as no lot number was provided. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or split the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent or split during production or by the end user. (B)(4).